Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker and right atrial (ra) lead exhibited an unspecified oversensing. No intervention was reported. The condition of the patient was unknown.